Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Pignatti, g., nitta, s., rani, n., dallari, d., & sabbioni, g. (2010, may 05). Two stage hip revision in periprosthetic infection: results of 41 cases. The open orthopaedics journal,, 4, 193-200. Doi:10.2174/1874325001004010193.

Event description:
It was reported in a journal article, 1 patient with a positive result for infection, underwent a girdlestone resection arthroplasty.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component is competitor product. The initial report should be voided.